Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 184 mg/dl (advantage) and 96 mg/dl (at-home nurse's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the strips were discarded. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.